Manufacturer narrative:
B5: describe event or problem: updated b7: other relevant history: updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed under general anesthesia. During the procedure, while the watchman flx device was being deployed, a thrombus was noted on the watchman fxd curve access system via intracardiac echocardiography and fluoroscopy. The watchman flx device was deployed, and the thrombus was aspirated. The patient has fully recovered and was discharged one day post procedure. It was further reported that the initial dose of 16,000 units IV heparin was administered prior to the transeptal puncture. The activated clotting time during the time of the thrombus was 365 seconds.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was being performed under general anesthesia. During the procedure, while the watchman flx device was being deployed, a thrombus was noted on the watchman fxd curve access system via intracardiac echocardiography and fluoroscopy. The watchman flx device was deployed, and the thrombus was aspirated. The patient has fully recovered and was discharged one day post procedure.